Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) mrn # 2029046-2023-02202 for product code d160903 (octaray mapping catheter). (2) mrn # 2029046-2023-02203 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac ablation procedure which included an octaray mapping catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. While using the octaray catheter through a vizigo sheath, when the octaray was removed from the sheath, the physician noticed a thin, hair-like piece of plastic hanging from octaray splines. They were unsure which device the material came from. They elected to exchange both catheter and sheath to continue the case. The physician noted some resistance when withdrawing the octaray back into the vizigo after mapping the left atrium (la). There was no obvious damage to either the octaray or vizigo. No adverse patient consequence was reported.

Manufacturer narrative:
On 18-oct-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002399 number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) mrn # 2029046-2023-02202 for product code d160903 (octaray mapping catheter) (2) mrn # 2029046-2023-02203 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 20-dec-2023. The device evaluation was completed on 08-jan-2024. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac ablation procedure which included an octaray mapping catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. While using the octaray catheter through a vizigo sheath, when the octaray was removed from the sheath, the physician noticed a thin, hair-like piece of plastic hanging from octaray splines. They were unsure which device the material came from. They elected to exchange both catheter and sheath to continue the case. The physician noted some resistance when withdrawing the octaray back into the vizigo after mapping the left atrium (la). There was no obvious damage to either the octaray or vizigo. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Customer reported that a hair-like piece of plastic was observed. However, during the analysis in the lab, a visual inspection revealed no anomalies nor physical damage on the device. Afterward, the shaft was inspected from the inside and a polytetrafluoroethylene (pt-fe) coating was found detached. Device history record was performed for the finished device 00002399 number, and no internal actions related to the reported complaint condition were identified. The failure observed with the pt-fe could be related to the issues reported by the customer; therefore, the customer complaint was confirmed. The pt-fe damage could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001432400 has two reports: (1) mrn # 2029046-2023-02202 for product code d160903 (octaray mapping catheter). (2) mrn # 2029046-2023-02203 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).